Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system's voltages and the connecting cables were checked and the boot up process was replicated with no errors. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic x-rays. No patient injury was reported.